Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls and precision runs were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that they were getting sample cups missing inside the instrument. After analyzing the instrument, the cse verified the alignments and found that the aliquot probe was damaged. The cse replaced the aliquot probe and performed aliquot and shuttle 2 auto alignments. The cse ran check 1 and quality control, which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the instrument was picking up sample cups from the sample racks with the aliquot probe. A different patient sample (sample ID (B)(6)) was run prior, while another patient sample ((B)(6)) was run after sample ID (B)(6) was processed. Sample ids (B)(6) were flagged with abnormal assay due to the non-specific binding monitor being out of range. The non-specific binding monitor checks for aggregation when particles and samples are present without antibody. Sample ids (B)(6) were suspected for their quality, which can affect subsequent samples. The hsc specialist concluded that even though the sample handling specifics were not provided, the potential cause of the discordant result on one patient sample may have been due to either the issue with aliquot probe or a pre-analytical variable. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on two alternate dimension vista instruments, resulting higher. The corrected result from one of the alternate dimension vista instruments was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.